Event description:
During placement of temporary pacing catheter -5 french pacing catheter, 6 french introducer, .035 inch diameter spring-wire guide-, balloon failed after insertion. Two previous balloons from the same manufacturer failed when the tech tested them prior to insertion.